Event description:
It was reported that the patient lost stimulation coverage due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted linear leads were not returned due to hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17539404.